Manufacturer narrative:
The unit has not been returned for in-person investigation. During review of the radiographic images a visible broken locking pin within in the rod was observed which confirmed the reported failure. The inspection data for the lots of the locking pin and the distraction rod have been reviewed and confirmed the parts met design specifications per the engineering drawings. The unit¿s work order has been reviewed and confirmed that the rod passed all quality inspections per the acceptance tests prior to shipment. The cause of the reported failure mode could not be determined due to the limited clinical information and no product return. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
The rod remains implanted at this time.

Event description:
Information was received that the after a distraction session it was observed on the x-ray that the rod had a pin break. The rod has been explanted.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.